Event description:
Customer reported that the unit had error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that patient was placed on another ventilator when the reported issue occurred. No patient demographics are available.